Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient talking with the spouse before bed and became unresponsive. The cgm display device was showing 385 mg/dl and the spouse checked the bg at 24 mg/dl. The spouse gave the patient unspecified liquids to drink. There was no additional information about treatment for hypoglycemia. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.